Event description:
Patient reported "severe capsular contracture, baker grade unknown". Patient later reported "deflation, seen visually". This record is for the right side. Device remains implanted.

Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2019-02609. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, deflation a review of the device history record has been completed. No deviations or non-conformances noted.